Event description:
It was reported that a patient had ongoing pain at the implantable neurostimulator battery site when pressure was applied to the site with a finger or when the site pressed against another surface, which had been occurring for approximately 6 months. An impedance check was performed and identified a high impedance reading on electrode 8 of 40 ,000 ohms. It was reported that electrode 8 was not being used in the patient¿s programming. A new program was provided and programmed around electrode 8 again, and the patient was instructed to follow up with the physician. The issue was reported as ongoing, and the patient was reported alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.